Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was around 404 mg/dl. The customer went into surgery due to broken hip and discontinued the insulin pump and then trying to get back on insulin pump, inserted the battery back in and it was counting down and had battery out limit. The customer did not need troubleshooting for high blood glucose as they have not been using the insulin pump. The insulin pump will not be returned for analysis.